Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2009. Pt underwent revision surgery on (B)(6), 2011 due to poor alignment. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the u.s. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of report/date received by MFR: add'l info was received on (B)(4) 2011 listing two add'l items that were involved in the revision. Original MDR for first item, 3002806535-2011-00039, was filed on (B)(4) 2011. This report filed on (B)(4), 2011.